Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the device was implanted in patient to allow for administration of a clinical trial drug on (B)(6) 2012. On (B)(6) 2012, the patient received an infusion of idursulfase-it via the implanted device. On (B)(6) 2012, the patient developed swelling localized above the injection site. The device was surgically explanted on (B)(6) 2012 due to suspicion of leaking. No permanent adverse effects to patient reported.